Manufacturer narrative:
As reported, a 6f infinity tl multi-purpose(mp) a2 100cm 2 side holes (sh) diagnostic catheter was unpacked and the "tube" was found to be completely separated. There was no reported patient injury. The lot number for the device is unknown as the package was disposed of by the hospital. Damages were noted when the catheter was pulled from the outer box. The device was pulled in a correct way. The device was stored per the IFU, and there was no package damage noted prior to use. In the lab, the devices are stored correctly for consumables. One photo was attached to the event-2024-09991. In the photo, a diagnostic catheter is observed with the brite tip/distal tip separated from the body portion. No other anomalies nor outstanding details could be observed on the images provided. The reported event by the customer as ¿brite tip/distal tip ¿ separated¿ was confirmed since a separated condition was noted on the brite tip ¿ body portion of the catheter, however no outstanding details could be observed on the damage. The photos do not provide sufficient information to determine whether there is a manufacturing-related issue or not, the information is insufficient to draw any further conclusions. Without the return of the device, causative factors could not be determined. It is possible that handling issues when removing the catheter from the packaging may have led to the reported issue. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The instructions for use (IFU) instructs any product with damage to not be used. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f infinity tl multi-purpose(mp) a2 100cm 2 side holes (sh) diagnostic catheter was unpacked and the "tube" was found to be completely separated. There was no reported patient injury. The lot number for the device is unknown as the package was disposed of by the hospital. Damages were noted when the catheter was pulled from the outer box. The device was pulled in a correct way. The device was stored per the IFU, and there was no package damage noted prior to use. In the lab, the devices are stored correctly for consumables. An image is available for analysis and the device was not returned for evaluation as previously expected.